Event description:
Pt was on achieva ventilator being ventilated. Vent powered down-ceasing to ventilate pt. The vent "chirped" and blew out air. The pt's family member heard this and knew what it was - the nurse restarted the ventilator by turning it on. The pt was not injured due to the quick response of the family member and nurse.